Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results, updated information and a correction. Corrected field: g4 - 510k# was inadvertently entered in the initial report and should be blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: "the protector of the video cable section was cut. " based on the investigation results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device was displaying flickering image and flashes. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was displaying flickering image and flashes. The issue occurred during preparation for an unspecified procedure. There were no reports of patient harm.